Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage was not able to be confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. The account communicated that the patient incurred cosmetic damage to the driveline in an area where a previous driveline repair had been performed (refer to MFR # 2916596-2019-05274 for the external driveline repair evaluation). Rescue tape was applied to the afflicted area and the patient remains ongoing on (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. Review of the relevant sections of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23 jan 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline splice was reported under manufacturer report number: 2916596-2019-05274.

Event description:
It was reported that the patient had driveline tape applied to further damage from a previous tear where a splice was completed. No alarms were noted.